Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to the aorta "splitting" after the valve was seated into the annulus. The physician reported that the aorta may have split due to the patient¿s irregular annulus (bicuspid). The valve was replaced with a non-medtronic valve of the same size as the attempted valve. The aorta was successfully repaired with sutures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The reason for explant is unknown. Due to the initial valve being explanted, the patient was on cardiopulmonary bypass (cpb) for a longer period of time. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed all valve leaflets were flexible and intact with no leaflet damage observed. All leaflets were in the closed position with a gap in the point of coaptation as well as a slight gap between leaflet 2 (l2) and 3 (l3). All commissures were intact with no damage. The sewing ring was received un-flattened. The sewing ring was flattened to align with base outflow, measured, and met specification. Conclusion: based on the analysis results and the information available, no relationship between the device and the splitting aorta can be established. Per additional information received, the physician speculated that the aorta may have split due to the patient¿s irregular annulus (bicuspid). The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.